Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Suspected cause was due to customer delivering multiples boluses as customer did not think the pump was delivering the boluses as requested. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.